Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill alert after loading multiple cartridges with 125 units of insulin. The customer reported a blood glucose (bg) level of 359 mg/dl, which was addressed with a manual insulin injection. The contact stated that they had let the pumps battery die, therefore; tandem technical support was unable to troubleshoot. Multiple attempts were made to follow up; however, the customer did not respond.